Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light transmission of the gastrointestinal videoscope was blocked. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the light transmission of the gastrointestinal videoscope was blocked. There was no patient involvement.